Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify time clock anomalies due to cracked and bleeding lcd glass. The insulin pump had minor scratched lcd window, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in the hospital and the insulin pump went haywire. Their husband reset the insulin pump with the help of a helpline technician. Time was not correct in the insulin pump. They tried to set up the time to 12:50 pm but the insulin pump was reading 47 pm. The insulin pump was not in military time. The customer's blood glucose level during the incident was 126 mg/dl. The device was returned for analysis.